Event description:
It was reported that the patient reported a pop in the arm which was followed by the inability to actively raise his arm. X-ray pictures showed that the assembly screw snapped at the union of the distal stem and proximal body. After several unsuccessful attempts in surgery to pull the distal stem out of the humerus, the physician did an osteotomy to get the stem removed. The physician then used the hrp stem to replace our revive stem.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Unable to retrieve device from the hospital.

Manufacturer narrative:
The reported event could not be confirmed. The device was not returned. X-rays were provided for the device; however, the event description could not be confirmed. Since data was provided, the opinion of a medical expert was sought and stated as follows: ¿the flex revive system was implanted for a revision. The x-rays show a significant amount of bone loss of the right proximal humerus. The stem is fixed distally up to the level between the distal stem and the proximal body, transferring most of the mechanical stresses to that junctional area. This may well explain why the assembly screw gave way. It is not possible to assess if the lack of sufficient bone support of the proximal body was present at the time of implantation of the device. I would need an early postoperative x-ray of the implanted flex revive for that. This is important to assess, since the IFU and optech clearly state that flex revive is indicated for revision of the devices if sufficient bone stock remains. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the patient reported a pop in the arm which was followed by the inability to actively raise his arm. X-ray pictures showed that the assembly screw snapped at the union of the distal stem and proximal body. After several unsuccessful attempts in surgery to pull the distal stem out of the humerus, the physician did an osteotomy to get the stem removed. The physician then used the hrp stem to replace our revive stem.